Event description:
A malfunction alarm identified as malf 16 was reported by the customer. There was no reported impact to the customer¿s blood glucose level due to the issue. Technical support arranged for a replacement pump as the current one was not resettable and confirmed that it was within warranty. The customer, who did not have a backup insulin delivery method, was advised to contact their healthcare provider and was instructed on the pump's storage mode and return process.